Event description:
Customer reports IV set was connected to a peds patient and infusing. The tubing separated from the luer at the distal end "as if the glue had loosened." Patient had small amount of blood loss, but did not require transfusion or other medical intervention. No additional information was available.

Manufacturer narrative:
(B) (4). (B) (4). This report was filed by the manufacturer. The product was received. Investigation is not complete. A follow up report will be submitted with any relevant information.